Manufacturer narrative:
H3 product analysis: no conclusion can be drawn. An overheating test could not be conducted due to another device malfunction. The likely cause was identified as distal bearing is chipped. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was overheating during the procedure. It was reported that there was no patient impact. Additional information was received stating that bearing chipped were found during evaluation.